Event description:
Customer's wife reported that the customer was hospitalized due to an infection. Caller reported that the customer had been experiencing high blood glucose levels around the time of the call. Blood glucose level was 396 mg/dl at the time of the call. During troubleshooting, the insulin pump's alarm history showed that a no delivery alarm had recently been returned. The customer also reported bolusing twice during the day of the call, but neither showed in the bolus history. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.